Event description:
The pump was returned for investigation. Investigation revealed that the display was found to be faded and discolored. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was a low battery warning due to an unacknowledged reminder observed in the black box. Battery compartment cracked from bumper pad to case seal. A test battery cap was used as the battery cap was not returned and a power loss was not observed. The pump was exercised for 24 hours. No power loss or battery related warnings were duplicated. The current draws were within specifications. The display was found to be faded, discolored and difficult to read. (B)(6). Device history record review was conducted on 03/07/2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.